Event description:
Customer reported they dropped the pump and now the display is missing segments. Additionally, the audible tones are very low. Customer was instructed to remove pump immediately and a replacement would be sent.